Event description:
It was reported that during a prostate procedure, the fiber tip has detached inside the pt at 28,482 joules. The fiber cap was retrieved, method of removal is unk. There was no indication or report of any part of the device remaining inside the pt. A second fiber was used and had fiber tip damage and stopped firing at the tip at 79,276 joules. The physician reverted to turp to complete the case. It was reported "no injury to the pt".